Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the left ventricular (lv) lead was oversensing p-waves and pacing the atrium. The lv lead was found to be dislodged. The physician elected to explant and replace the lv lead. The patient condition was stable.